Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer states that he tried two different sensors (lot a14m092) but, the same thing kept happening. Customer also stated that these same two sensors worked fine on other radical-7 touchscreen monitors. Customer did mention however, that their rainbow tester (lot 13kmy) works fine. He confirmed that all of the parameters were displaying and were within spec, except, sphb was out by 0.1 (14.2). There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that when known good sensors were used to take measurements, the device would display an mx board failure message with 12 beeps alarm. The mx board was tested using the mini-model tester which confirmed the mx board failure due to a defective chip u27 on the technology board.